Event description:
Three containers from this lot were found to contain fibrous particles after addition of filtered solution. Tubing and filters must also be suspect, but are not available for identification of lot numbers, etc as already discarded when problem discovered.